Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
On (B)(6) 2013 it was reported that the vns patient has been experiencing painful stimulation for the last couple of weeks that has been off and on; one day it will occur and the next it wouldn¿t. When the patient came into the office on the previous friday, high lead impedance was seen on diagnostics; output=limit/lead impedance=high. The patient has been getting efficacy from the therapy so the physician was hesitant on disabling the device, but stated he would call her in for the disablement. The physician did ask the patient if there had been any specific trauma/fall recently, but the only thing noted was that she uses the treadmill for exercise. The physician also noted that this patient is new to his office so it is unclear when she was last evaluated. The patient was referred for surgery. Device manufacturing records were reviewed. Review of manufacturing records confirmed that the lead passed all functional tests prior to distribution. Clinic notes dated (B)(6) 2013 indicated that the patient was having significantly more pain and hoarseness. The patient¿s vns was disabled that day. Although surgery is likely, it has not occurred to date.

Event description:
Generator analysis was approved on (B)(4) 2013. The generator was explanted/returned for prophylactic reasons. The generator septum was not cored, thus eliminating the possibility of a potential unintended electrical current path through body fluids. The generator performed according to functional specifications. During the product analysis there were no anomalies found with the pulse generator. Pa of the lead was approved on (B)(4) 2013. An analysis was performed on the returned lead portions. During the visual analysis of the returned 212 mm portion the (+) marked connector quadfilar coil appeared to be broken approximately 33 mm and 35 mm from the connector bifurcation. Scanning electron microscopy was performed on the coil break found at 33 mm and identified the area as having extensive pitting which prevented identification of the coil fracture type and residual material. Scanning electron microscopy was performed on the coil break found at 35 mm and identified the area as having evidence of being worn to the point of fracture with flat spots on the coil surface and no pitting. It is believed that stimulation was present for a certain period of time as evidenced by the presence of metal pitting. Low magnification sem analysis of the quadfilar coil shows characteristics typical of a lead discontinuity which may include: material fracture, rough or pitted surface, thinned material thickness, electro-etching or material dissolution. The abraded openings found on the outer and (+) marked connector inner silicone tubes, most likely provided the leakage path for what appeared to be remnants of dried body fluids found inside the outer and inner silicone tubes. For the observed (-) unmarked connector inner tubing fluid remnants, there was no obvious path for fluid ingress other than the cut ends that were made during the explanted process. With the exception of the observed discontinuity, the condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. No other obvious anomalies were noted. The setscrew marks found on the lead connector pins provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portions were performed, during the visual analysis, and no other discontinuities were identified. Based on the findings in the product analysis lab, there is evidence to suggest a discontinuity in the returned portions of the device which may have contributed to the reported allegation. The abraded openings observed on the outer and (+) marked connector inner tubing sections have the potential for contributing to the painful stimulation allegation.

Event description:
On (B)(6) 2013 it was reported that the patient underwent a full revision surgery that day. The explanted lead and generator were returned for product analysis on (B)(4) 2013. Product analysis is underway and has not yet been completed. The physician¿s assistant reported that no x-rays were taken and that there was no report in the physician¿s notes of where in the body the painful stimulation was felt. No further information was provided.

Manufacturer narrative:
Device failure occurred but did not cause or contribute to a death.